Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that saline was not circulated after injection. The liquid stops at the middle of the line. No medical intervention or patient injury.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One (1) unit was received without its original packaging label, in used condition, and decontaminated inside a ziplock bag. Two (2) photos were included for evaluation; picture one shows the label with the part number, lot number and expiration date. Picture two shows the unit. Per visual inspection, there was no evidence of delamination, damage or any discrepancies that could cause the failure mode reported. The unit passed the leak test. The complaint was not confirmed. No root cause performed since the complaint was not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action taken since the complaint was not confirmed.